Event description:
It was reported that during use of the sphere 9 catheter for a cardiac ablation procedure, after the first application on the cavotricuspid isthmus (cti) near the tricuspid annulus, the patient experienced ventricular fibrillation. Direct current cardioversion was used to restore sinus rhythm. Two additional radiofrequency applications were performed further from the tricuspid annulus to continue the cti line toward the inferior vena cava. A subsequent radiofrequency application close to the initial site near the tricuspid annulus resulted in another episode of ventricular fibrillation, which was again terminated by direct current cardioversion. The patient had a history of coronary disease and the presence of an implantable cardioverter defibrillator lead. The physician decided to stop the procedure and not complete the cti line due to these events. The patient was under general anesthesia throughout the procedure. No medical or surgical intervention was needed to prevent permanent impairment of function, and the event did not lead to or extend hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: images were returned and analyzed. Image review of maps confirm radiofrequency (rf) ablation to the cavotricuspid isthmus near the tricuspid valve. Ventricular fibrillation was confirmed in sweep graph with 1st and 4th rf application. Product will not be returned for analysis, as it was discarded by facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.